Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the operator inadvertently connected the pt prior to completion of priming the circuit. The pt was disconnected resulting in an estimated blood loss of 50cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error as the operator inadvertently connected the pt before the cycler completed prime. The user's guide provides adequate instructions for completing prim and making pt connections. A direct correlation between nxstage sys one and the reported blood loss cannot be established. Facility staff has been notified and add'l training will be provided. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.